Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was alarming, exposed with moisture, device failed in test. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After battery installation, the unit remained on a blank display. Multiple new batteries and battery caps were used with no change in condition. Unable to perform the self test due to the blank display condition. Proceeded by cutting the unit open and performing a visual inspection of the connectors and electronic assemblies. Per visual inspection, moisture damage was noted to the electronic assemblies, preventing the unit from powering on or accessing the display, separated to the electronic stack. The unit was also received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery tube threads, and a cracked battery tube compartment. In conclusion, the blank display was confirmed and was due to moisture damage to the electronic assemblies, separated to the electronic stack. The customer¿s allegation of exposure to moisture was confirmed. The e/a alarm unspecified and device test failed allegations were unknown as the unit could not complete testing due to the blank display condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.